Manufacturer narrative:
A supplemental report will be provided upon the completion of the investigation.

Event description:
It was reported by customer after connecting for patient use, that the cardiosave intra aortic balloon pump had fiber optic sensor failure alarm.

Manufacturer narrative:
Updated fields: b4, b5, e2, g3, g6, h2, h3, h6- type of investigation, investigation findings code, investigation conclusion code, component code, health effect clinical code, health effect clinical impact code and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Fiber optic test failed so the fse replaced the fiber optic module. Fiber optic test passed. Cleaned the inside and outside of the equipment. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
It was reported by customer after connecting for patient use, that the cardiosave intra aortic balloon pump had fiber optic sensor failure alarm. There was no injury reported.